Manufacturer narrative:
Product evaluation: failure analysis for fiber 0010-2400-611a-1281: the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of outer flow tubing; the glass cap bevel edge and the metal cap are not aligned; the glass cap is protruding from the metal cap; the glass cap exhibits severe devitrification at output window; the metal cap exhibits severe charred detritus adhesion on surface, and indications of slight melting on output window; the outer flow tubing open end exhibits minor scratch marks, partially erased red octagonal sign and blue arrow indicator, and moderate contamination, likely biologic; the proximal end of fiber shows evidence of some type of contamination on the optical surface; the segments of connector appear in good condition. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: connector contamination and heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a prostate procedure at 1 joule of use and 1 minute, "stopped working, error connexion fiber on generator screen" was observed. The procedure was completed utilizing a second fiber. Patient outcome "no injury to patient" reported.